Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure.

Event description:
It was reported that high impedance was observed. Capture and sensing anomalies were also noted. The lead was explanted.